Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the physician determined the patient¿s right ventricular (rv) lead was too stiff. During the procedure, the physician suspected that the rv lead contributed to the patient¿s shoulder pulling pain and increased bleeding volume. As a result, the rv lead was not implanted on (B)(6) 2025 and was successfully replaced. The patient remained stable throughout.